Manufacturer narrative:
Date sent to the FDA: 10/27/2019. Additional h-6 patient codes: 1994. Additional information was requested, and the following was obtained: the patient demographic info: age = unk, weight = unk, bmi at the time of index procedure = 26.2. Other relevant patient comorbidities/concomitant medications: no. Date - time of onset of abscess from the surgical procedure? 13 days. Diagnostic confirmation? Clinical diagnostic: pain and leakage. How was this abscess treated? Results? Explantation + drainage + antibiotherapy. Were cultures performed? Results? Unk. Date, indication and surgical findings of mesh removal procedure? The procedure was performed with success: no symptom anymore. What is physician¿s opinion as to the etiology of or contributing factors to the abscess? Unk. Does the surgeon believe there was any alleged deficiency with the device that contributed to the reported adverse event? No. What is the patient's current status? The patient is healed. If applicable, will product be returned, return date, tracking information? No.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient comorbidities/concomitant medications date - time of onset of abscess from the surgical procedure? Diagnostic confirmation? How was this abscess treated? Results? Were cultures performed? Results? Date, indication and surgical findings of mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to the abscess? Does the surgeon believe there was any alleged deficiency with the device that contributed to the reported adverse event? What is the patient's current status? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. The patient experienced a suprapubic abscess and reoperation to ablate/remove the mesh was performed on (B)(6) 2019. Additional information has been requested.